Event description:
The account alleged that the bed had an error code; the account alleged that there was corrosion on the power supply board. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.